Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported medication coming out of IV tubing. He has washed his hands. The pump was powered down and the line clamped. Medication being infused was unknown. No patient injury reported.